Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewing the error log and reproduced error by running the daily check. Fse found an std cup left in the dispense lane and the remove test cups function would not remove it. Fse also found debris on the cup presence sensor as well as the jaws on the same assembly. Fse cleaned them and they are now functioning as expected. Fse verified the repair by running the cup transfer test and quality control, all results completed successfully without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 - flags and error messages states: sorter-z home overrun cause: the home sensor s022, which is not supposed to be activated after the sorter z-axis moves, was activated. A retry will take place, and if there is no improvement a flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s022 and also check to see the cause of slipping, and so on, that occurs when pm022 moves to the limit side. The most probable cause of the reported event was due to debris on the cup transfer assembly.

Event description:
A customer reported getting error message "4053 sorter-z home overrun" during the daily startup on the aia-900 analyzer. Customer inserted new std cup tray, but error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), follicle stimulating hormone (fsh) and luteinizing hormone (lhii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.